Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace 68) was kinked approximately 58.0 cm from the hub. Conclusions: evaluation of the returned device confirmed it was kinked. This type of damage typically occurs due to improper handling during removal from the packaging. If the tubing tray is not removed prior to withdrawing the ace 68 from the packaging, damage such as this may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the midsection of the penumbra system ace 68 reperfusion catheter (ace 68) was kinked upon removal from its packaging. The kinked ace 68 was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new ace 68.